Event description:
It was reported that the patient presented to the emergency room with numerous syncopal events. There was evidence of intermittent inhibited pacing due to over-sensing of p-waves on the right ventricle (rv) pace/sense lead. Reprogramming was done for rv sensitivity. The rv lead and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg ICD implanted: (B)(6) 2010; 6947-65 lead implanted: (B)(6) "201". Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. (B)(4).